Event description:
Customer called lfs in 2002 alleging lifescan meter was reading redo check. Insulin is adjusted according to results on the meter. The checkstrip test continued to fail after numerous attempts. The issue was unresolved. Meter is being replaced.